Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Fracture of the implant holder during extraction. Additional part(s): implant holder. ¿the implant holder broke during the explantation.¿ implant ref (B)(4). Implant-holder ref (B)(4). (B)(6) 2026, ao: implant loss (B)(4).